Event description:
Serious injury involving one person on 12/20/97, pt went to doctor complaining of blurry, burning, red and puffy eyes. Corneal ulcer was dianosed and ciloxan prescribed. Product type solo care lot #:62097; eye involved:os, refraction: unk; duration of use: 2 months; days lens worn: unk; last visit to doctor prior to symptoms: 7/97; type of lens care system used: chemical; name of disinfection system used:solo care; was homemade saline used: no; days lens wore between cleaning and disinfecting: unk; days lens worn between cleaning and symptoms: unk; self-treatment by pt: no hand washing before lens manipulation: yes; ulcer location: 12 o'clock; visual acuity before symptoms: 20/20; visual acuity after symtoms: 20/20; results of culture: unk; results of corneal biopsy and/or scrapings: unk; diagnosis: corneal ulcer; treatment administered cloxan; prognosis: pt resumed lens wear.